Event description:
It was reported that balloon rupture occurred. A 4.0 x 40mm, 135cm ranger drug coated balloon was advanced for dilatation. However, during the procedure, the balloon had a hole, preventing it from inflating properly. There were no patient complications reported.

Manufacturer narrative:
B3: event date: used the first date of the month of the aware date as no event date was provided.

Manufacturer narrative:
B3: event date: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 4.0 x 40mm, 135cm ranger drug coated balloon was advanced for dilatation. However, during the procedure, the balloon had a hole, preventing it from inflating properly. There were no patient complications reported. It was further reported that the broken balloon wasn't even used on the patient. When they opened the package, they saw there was a big hole in the balloon. It was further reported that the general geometry of the target vessel is the simple superficial femoral artery.

Manufacturer narrative:
B3: event date: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 4.0 x 40mm, 135cm ranger drug coated balloon was advanced for dilatation. However, during the procedure, the balloon had a hoe, preventing it from inflating properly. There were no patient complications reported. It was further reported that the broken balloon wasn't even used on the patient. When they opened the package, they saw there was a big hole in the balloon.